Event description:
It was reported that during the implant procedure, the ventricular lead exhibited high lead impedance and a sensing anomaly at multiple sites. The lead was not used and a new lead was implanted successfully. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).